Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days following implant, the patient experienced stimulation from the left ventricular (lv) lead. The physician reprogrammed the lv pacing output. Approximately two years later, the patient experienced diaphragmatic stimulation and the lv lead pacing configuration was reprogrammed. The lv lead remains in use. No further patient complications have been reported as a result of this event.